Event description:
After receiving additional information, implant failed due to lack of osseointegration. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.